Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided.

Event description:
User reported that he has been getting inconsistent readings. User reports that it is not uncommon for his blood sugar to be above 400 and 500 mg/dl, but he doesn't get that high. User reported that he has a condition that causes imbalances in his blood sugar levels, called "gastroparesis". The caller notes that he thought something may have been wrong with the meter for a while because when he gets a reading of 400 or higher, he has to take insulin, and sometimes afterwards he then bottoms out in the (B)(6).